Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 3,492 units of this code-batch. There are no units in our stock. We have received one open sample with the needle detached from the thread. The thread is not wound on the pack and measured 26.9 cm. We have checked the detached needle and the piece of thread received and we have found different marks of needle holder or another surgical instrument as can be seen in enclosed picture. The needle and the thread have been damaged during handling and broke most probably due to wrong handling. Therefore, we conclude that the needle detachment is caused by a wrong handling not according to the instructions for use of the product. As stated in the instructions for use of the product, when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: the case is considered not confirmed by evidence of the sample received. However, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle was detached from the thread. Additional information has not been provided.